Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm (nca): patient is suffering pain in left hip since about (B)(6) 2014. No fall, no trauma. (B)(6) 2014: diagnosis of stem fracture left hip. Revision (B)(6) 2015. Removed implant was handed out to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. X-ray review confirms reported stem fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.